Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a needle holder broke during surgery. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d4 and d9. Internal karl storz reference number: (B)(4).